Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID number is (B)(6). This report is for one unknown 2.5 mm drill bit. Part and lot numbers were not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery for a right humeral fracture on an unknown date approximately 10 years ago and during this surgery, a small fragment of an unknown 2.5 mm synthes drill bit was broken and left inside the bone. The fragment still remains in the patient. This report is for one unknown 2.5 mm drill bit. This report is 1 of 1 for com-(B)(4).